Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that. The device allegedly found foreign material and material fragmentation during sample evaluation. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and vacuum assembly were returned for evaluation. During visual evaluation, the biopsy probe appeared to have residue on the aperture and trocar tip and it was also noted that the aperture was received completely closed. Upon microscopic observation, the device was examined further under the microscope and residue was found to be on the aperture and cutter of the probe. Functional evaluation was not performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported foreign material issue. A definitive root cause for the reported foreign material issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a breast biopsy procedure, the physician allegedly found a foreign material on the needle. The procedure was completed using another device. There was no patient contact.